Manufacturer narrative:
Immucor technical support reviewed photographed instrument-on-screen reports provided by the customer on (B)(6) 2018 and determined that the test well images appeared visually negative. The immucor laboratory tested retention product on 29nov2018 which performed as expected. The immucor laboratory received the blood sample from the customer ((B)(4)) and tested it against immucor retention product, which yielded an unexpectedly negative outcome. That blood sample was also tested by immucor, by manual test tube method using panocell-10 (lot number 42547) and ahg (lot number 7012007310), which yielded questionable (+/-) outcomes. In this immucor laboratory investigation, the customer's observations were reproduced. The internal immucor record number is (B)(4).

Event description:
On (B)(6) 2018, a european (B)(6) customer reported an unexpectedly negative antibody screen with capture-r ready-screen (3), when tested on a galileo instrument.